Event description:
It was reported that the surface of the lead body was uneven, suspecting a quality problem. In particular at about 52 and 104 mm from the coil, two small dots can be seen (and felt under the finger) on the lead body. The lead was not implanted. No patient complications resulted from this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. This lead was evaluated and found to be in specification. This lead is manufactured with a small 'dab' of adhesive applied over a small slit to prevent fluid ingress. This lead utilizes 2 'dabs' as part of normal manufacture.